Event description:
Surgeon was using the robotic vessel sealer on the patient's tissue for the first time. The instrument was burning the tissue, but not cutting anything. A new vessel sealer was obtained and used; this one worked as it should. No harm to the patient was evident.